Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and afterward the doctor noticed some charring above the electrode. The charring was between tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no error messages or identified product problems. There were no temperature or flow issues either. The correct catheter settings were selected. The generator parameters used were the following: ¿ qmode+ ¿ 90w ¿ temperature target: 55°c ¿ temperature cut off: 65°c. The patient was anticoagulated with heparinized normal saline. The activated clotting time above 300. This value was maintained throughout the case. The physician determined that the amount of char increased risk to the patient. No complications or patient consequences were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-may-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31472699l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).